Event description:
It was reported after an angioplasty and stent placement, a 6f angio-seal vip was used for hemostasis. The patient experienced oozing from the incision site; no hematoma was identified. A pressure dressing was applied and the patient was discharged. The next day the patient returned with persistent bleeding from the incision site; no hematoma or mass was identified. A hemostasis patch was applied and the patient was discharged. The next day the patient experienced swelling and returned to the emergency room. An ultrasound of the left inguinal area was negative for pseudoaneurysm. Five days later the patient reported swelling in the left inguinal area and the patient was seen by the physician the next day. Physical examination revealed an abnormal pulsation in the left inguinal area with ecchymosis extending into the left side of the scrotum; a left femoral pseudoaneurysm was diagnosed. An ultrasound revealed a 3 centimeter anterior pseudoaneurysm. The pseudoaneurysm was successfully thrombosed with a thrombin injection (dose unknown). The patient was discharged five hours later with no distress. Another ultrasound performed 24 hours later revealed persistent occlusion of the left femoral artery pseudoaneurysm.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.